Event description:
Potential for injury associated with an m51psemired power chair slowing down and speeding back up. This can contribute to the device having erratic movement and may cause injury to the user and bystanders.